Event description:
It was reported that the external pulse generator would not run on the backup battery even with a new battery. The device will be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the customer complaint was verified and no back up pacing was present. The main printed circuit board was exchanged, the battery flex assembly was exchanged and the heart lead assembly was exchanged. The main malfunction was noted on the main board.